Event description:
It was reported that "my husband used the wheelchair when we went out to a restaurant as it is easy for me to load and unload in the car, but two nights ago (B)(6) 2024 we were returning to our apartment when the lower left metal bar sheared off."

Manufacturer narrative:
It was reported that "my husband used the wheelchair when we went out to a restaurant as it is easy for me to load and unload in the car, but two nights ago (B)(6) 2024, we were returning to our apartment when the lower left metal bar sheared off. * I can provide photos. We showed it to the physical therapists at our retirement community who had recommended we purchase the medline chair -- none of them had ever seen this happen. Thankfully, my husband did not fall as a result of the broken chair and we were in a place where security could come with a second wheelchair." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.